Manufacturer narrative:
Age at time of event: 18 years or older. Pro code (product code) - ocl.

Event description:
It was reported that insufficient ice occurred. A cryo console and an icerod 90 degree MRI needle were selected for treatment of a kidney injury of 25x21. During the first freeze at 10 minutes, an iceball of 44x17 was noticed. The physician expected to see an iceball of 45x26. The procedure was completed with this device. During the magnetic resonance imaging (MRI) exam, four months after the procedure, the iceball size was deemed not sufficient in covering the targeted tissue. There were no patient complications reported and the patient's status was stable.